Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer reset the device before contacting technical support and was informed that they could continue using the pump. Technical support advised the customer to report back if the malfunction recurs, and the customer acknowledged this instruction.